Event description:
Common variable immunodeficiency, unspecified. Husband called in to advise that pump is broken. No further information. Unk if device is still on hand in case a return is requested, unknown if a dose was missed or if they suffered an adverse event. Reported to (B)(6) by pt/caregiver.